Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and bradycardia. It was further reported that the right atrial (ra) lead exhibited suspected loss of capture. It was also reported the right ventricular (rv) lead exhibited increasing impedance and a pacing rate in the 30's beats per minute. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming occurred. It was also reported that the patient experienced dizziness and near-syncope. It was further reported that the rv lead exhibited high thresholds, loss of capture and high impedance. The rv lead was capped and replaced.